Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
The patient reported that her generator can be turned all the way around and moves all over her chest. She also complained that when she presses on the lead wire near her clavicle it causes pain and makes her face ¿freeze¿, where she is only able to speak in a whisper. The patient has since been referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Device testing has been completed visual observations were most likely associated with manipulation of the device during the implant/explant procedures. There was no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The generator and lead were explanted and replaced due to the pain experienced by the patient. The generator and lead were confirmed to be twisted up upon replacement. The devices have been received but testing has not yet been completed to date, no other relevant information has been received to date.